Manufacturer narrative:
The reported event could be confirmed, since the provided pictures show the broken drill bit remaining into the patient. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, it is possible that an angulation issue during drilling did contribute to the event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that a single use drill bit snapped during a case. The drill snapped most likely not being fully straight through the locking hole. It was the proximal hole in a retrograde nail in quite a large leg so can be more tricky than the distal locking in a antegrade nail. It was through to the near cortext and the nail but just snapped when I was trying to go through the far cortex. It was completely flush in the bone and no way its going to come out or cause any issue. Update 01/mar/24: we used another drill (short one) and all fine no concerns problem was not 100% at 90 degrees to the hole and it snapped the drill. The patient was very large at the thigh and needed to the long drill to get to bone. Second locker down with short drill no problem.

Event description:
It was reported that a single use drill bit snapped during a case. The drill snapped most likely not being fully straight through the locking hole. It was the proximal hole in a retrograde nail in quite a large leg so can be more tricky than the distal locking in a antegrade nail. It was through to the near cortex and the nail but just snapped when I was trying to go through the far cortex. It was completely flush in the bone and no way its going to come out or cause any issue. Update 01/mar/24: ¿ we used another drill (short one) and all fine no concerns problem was not 100% at 90 degrees to the hole and it snapped the drill. The patient was very large at the thigh and needed to the long drill to get to bone. Second locker down with short drill no problem.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.